Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury and additional surgeries. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol ventralex st (device #2). An additional emdr was submitted to represent the bard/davol ventralex st (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that, on or about (B)(6) 2016, the patient underwent surgery for a repair of two ventral hernias and one umbilical hernia. A ventralex st was implanted to repair both ventral hernia defects. On or about (B)(6) 2018, the patient underwent surgery for a complete mesh explantation and for the repair of recurrent inicisional hernia. On or about (B)(6) 2018, a ventralex st was implanted. It is alleged that there was an evidence of multiple adhesions and an infected, contracted composite mesh. The mesh was completely removed. It is alleged that the patient was injured severely and permanently. The patient suffered pain, disability, hospitalizations and additional surgeries. It is also alleged that the patient has suffered and will continue to suffer physical pain, chronic pain, mental anguish, psychological stress, depression, has undergone and will likely require medical treatments and other forms of care. Attorney also alleges that the device was defective.